Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with chest pain, computed tomography (CT) did not show any pericardial effusion. No device interrogation was done, and patient was discharged. On next day, device interrogation revealed non-capture on right ventricular (rv) lead with patient feeling chest pain and chest 'jumping'. The echocardiogram (eco) showed lead perforation into pericardial sac. Lead was revised (B)(6) 2019 with all testing within normal limits post procedure. The patient was stable before and after the procedure.